Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger ¿kept flashing¿ and that it ¿didn't charge and didn't reset with usual process.¿ a replacement wireless recharger was requested to resolve the issue. Additional information was received from the manufacturer representative (rep) reporting that it was determined by palpation and x-ray that the implantable pulse generator (ipg) had flipped and that is why the request for a new recharger was made. The surgeon manually flipped the ipg back in his clinic and the recharger is working as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They confirmed the cause of the recharger issue (flashing, not charging, not resetting) was due to the ipg being flipped.